Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they visited emergency room and hospitalized on (B)(6) 2021 due to diabetic ketoacidosis and high blood glucose level. Customer was treated with intravenous insulin infusion. Customer blood glucose level was 435 mg/dl. Customer current blood glucose level was 150 mg/dl to 200 mg/dl. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer did not feel okay to troubleshoot. The device will not be returned for analysis.

Event description:
Insulin pump was returning for analysis.

Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.